Manufacturer narrative:
The device is returned and an evaluation completed for it. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn with metal exposed. Additionally, the exposed metal on the jaw causes a short circuit error when the jaw is fully closed due to the metal-to-metal contact and when activating the seal or seal and cut button. The distal end of the device was inspected under a microscope and noted charred marks to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation of the issues of short circuit error received, the probe having a burn mark, and the device failing during an unknown procedure. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the teflon pad of the device was worn with metal exposed. This medwatch is being submitted for the reportable issue of the worn teflon pad with metal exposed observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Although, a definitive root cause cannot be identified. The following step-by-step scenario likely caused the event: 1. The worn of the tissue pad could have happened, because "seal & cut" output was activated, while grasping nothing with the grasping section and the probe tip or kept activating the output, after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The output was activated with the non-insulated area of the grasping section touching the probe. This caused the error. And the contact marks on the non-insulated area of the grasping section and the probe. This following information, is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while, the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature, due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating¿. ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue, so that users can confirm, it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off. And partial separating of the tissue pad may occur, due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation¿. ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while, grasping hard tissue, such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone¿. Olympus will continue to monitor the performance of this device.